Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was using the restroom at the time of the shock. The smart pass feature was off due to the low intrinsic amplitudes. Technical services discussed some programming options. Office testing found all three sensing vectors failed. The auto-setup was done and then the alternate and secondary sensing vectors passed. The doctor will decide which vector to use. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via varying amplitude premature ventricular complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found all three sensing vectors failed. The patient has received inappropriate shocks in both the alternate and secondary sense vectors. Technical services advised some options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was using the restroom at the time of the shock. The smart pass feature was off due to the low intrinsic amplitudes. Technical services discussed some programming options. Office testing found all three sensing vectors failed. The auto-setup was done and then the alternate and secondary sensing vectors passed. The doctor will decide which vector to use. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via varying amplitude premature ventricular complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found all three sensing vectors failed. The patient has received inappropriate shocks in both the alternate and secondary sense vectors. Technical services advised some options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was using the restroom at the time of the shock. The smart pass feature was off due to the low intrinsic amplitudes. Technical services discussed some programming options. Office testing found all three sensing vectors failed. The auto-setup was done and then the alternate and secondary sensing vectors passed. The doctor will decide which vector to use. There were no additional adverse patient effects. The system remains implanted.